Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle received without a reported condition. The investigation detected an unreported condition of loose motor screws. This condition has a potential for patient harm. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, several handles would not take any charge and would not power on. Multiple handles were tested on the chargers which all seemed to work. There was no patient involvement.